Event description:
The user facility reported that a decision was made to place an impella cp to optimize a patient for percutaneous coronary intervention (pci). The impella cp was successfully placed and the pci was performed. However, a hematoma was noted at the impella cp site. The impella was successfully weaned and explanted at the end of the case. Additional information was received the impella cp was explanted and tossed out.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Hematoma: the cause of hematoma was unable to be determined as limited clinical details were provided and no product was returned for review. H6 codes were corrected from a01 was corrected to a24.